Event description:
It was reported that multiple intermittent unspecified malfunction alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.